Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Procode is krd/hcg. The initial reporter phone: (B)(6). The initial reporter email is not available / reported. [Conclusion]: the healthcare professional reported that during a coil embolization with the target vessel being the vertebral artery or basilar artery (vaba), the sl-10® microcatheter (stryker) was delivered to the lesion and coil embolization was initiated. Competitor coils were used and when the 1.00mm x 4.00cm galaxy g3 mini coil (glm910040 / 30508847) was used near the end of the procedure, there was resistance felt between the coil and the microcatheter making it difficult to continue the procedure. The complaint coil was replaced and the procedure was completed. The procedure was completed without any patient adverse event or complication. Additional information received indicated that it was not necessary to remove the concomitant microcatheter to replace the coil. The coil did not appear damaged when it was removed. Nothing was noted to be obstructing the microcatheter; continuous flush was maintained through the microcatheter. Force was not applied to the device. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 1.00mm x 4.00cm galaxy g3 mini coil was received. Visual inspection was performed. The core wire was observed kinked and protruding from the introducer. No other damages nor anomalies were observed during the visual inspection. Microscopic inspection was performed. Under magnification, the embolic coil is observed inside the introducer and in damaged condition. Functional analysis could not be conducted with the core wire kinked and protruding from the introducer; in addition, the embolic coil is damaged inside the introducer. A review of manufacturing documentation associated with this lot (30508847) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The complaint reported that during the procedure, when the 1.00mm x 4.00cm galaxy g3 mini coil was used near the end of the procedure, resistance was encountered between the coil and the concomitant microcatheter. The coil was replaced to complete the procedure. Visual inspection of the returned complaint device noted that the core wire was kinked and protruding from the introducer. Though the exact cause of the kinked core wire cannot be conclusively determined, the noted condition of the core wire can likely be a contributing factor to the reported issue. Based on the visual inspection, the reported issue is confirmed. Microscopic inspection of the returned device noted the embolic coil inside the introducer in damaged condition. Procedural handling and other factors may have contritubed to the embolic coil becoming damaged, though the exact cause cannot be conclusively determined. It may likely be related to ther reported resistance issue between the coil and the concomitant microcatheter used during the procedure. It should be noted that product failure is multifactorial. Although no conclusion could be reach on the cause of the reported event, the instructions for use (IFU) contains the following recommendations: ¿ if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. ¿ if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the microcatheter at or slightly inside the ostium (neck) of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. The complaint did not originally report the coil being damaged during the procedure. Additional information indicated that no damage was observed on the device when it was removed. Under microscopic magnification, the embolic coil was observed stuck inside the introducer and in damaged condition. The condition of the coil also likely contributed to the reported resistance issue encountered with the concomitant microcatheter. Coil damaged is a known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue as coil damaged from occurring. The coil can become damaged during attempts to withdrawal it against resistance. The exact cause cannot be conclusively determined however, force may have been inadvertently applied when the resistance between the coil and the concomitant microcatheter was experienced, which resulted in the coil becoming damaged and the core wire kinked and protruded from the introducer. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.00mm x 4.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in a damaged condition as observed and with the core wire protruding from the introducer in kinked condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a coil embolization with the target vessel being the vertebral artery or basilar artery (vaba), the sl-10® microcatheter (stryker) was delivered to the lesion and coil embolization was initiated. Competitor coils were used and when the 1.00mm x 4.00cm galaxy g3 mini coil (glm910040 / 30508847) was used near the end of the procedure, there was resistance felt between the coil and the microcatheter making it difficult to continue the procedure. The complaint coil was replaced and the procedure was completed. The procedure was completed without any patient adverse event or complication. Additional information received indicated that it was not necessary to remove the concomitant microcatheter to replace the coil. The coil did not appear damaged when it was removed. Nothing was noted to be obstructing the microcatheter; continuous flush was maintained through the microcatheter. Force was not applied to the device. The complaint device was returned for evaluation. During the microscopic inspections of the returned device, the embolic coil was observed in damaged condition. Based on the product analysis on 08 september 2021, this event has been deemed MDR reportable as a ¿malfunction.¿